Event description:
Dr. (B)(6) practice in (B)(6)- I went for a bbl and lypo and was offered to have j-plasma. A year later and I am paying the consequences with excessive sweating. I can no longer control.